Manufacturer narrative:
The pump was received with intermittent button response due to corroded esc, act and down buttons on the keypad trace. No moisture damage was noted on the electronic, motor, vibrator or battery tube assembly. The pump also had minor scratches on the lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window, and missing end cap sticker.

Event description:
It was reported that the insulin pump had an unresponsive keypad and the buttons were not working. The caller stated that they tried resetting the device by removing the battery, but the anomaly persisted. The customer wore the insulin pump in their bra, so the device might have been exposed to moisture. The customer's blood glucose was 130 mg/dl. The caller was advised that the device needed to be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).